Event description:
It was initially reported by the surgeon that the pt was referred for a battery replacement due to end of service. In the operating room, when the surgeon connected a new generator to the existing lead, he received high lead impedance warning and therefore, he decided to do a full revision. Good faith attempts to obtain add'l info has been unsuccessful til date. Explanted products were returned to MFR for analysis. Analysis was completed on the explanted lead and the reported allegation was not verified. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete eval could not be performed on the entire lead product. No obvious anomalies were noted. Analysis was completed on the generator and the reported end of service allegation was verified. The generator was found to be at normal end of life.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.